Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and discarded.